Event description:
The patient experienced "feeling of a foreign body" and abdominal discomfort. The pump was explanted per patient request. Patient outcome was noted as "recovered" and the event was determined to be unrelated to the drug. It was later reported that the patient underwent continual physical therapy 5 days per week. Dose adjustments were performed on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 for spasm control. As assessed on (B)(6) 2011 and (B)(6) 2012, "improvement" was indicated in regards to spasticity and adl function vs. Pre-dosing. It was clarified that both the pump and catheter were explanted. It was noted that because the pump was removed at the patient's strong request, symptoms returned to their original state. The patient did not experience symptoms of withdrawal, overdose, or resistance. Drug delivered via the device was gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4).